Event description:
It was reported an asymptomatic patient presented in clinic when charge timeouts were observed. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of extended charge times was confirmed in the laboratory via review of the device image. The device was tested using automated test equipment and an anomalous shock output voltage was observed. The device was damaged during analysis and further testing was not possible. The cause of the extended charge times could not be determined.